Event description:
The customer reported that all wireless communications for the acuity central monitoring system monitoring pts on the tele floor was down. This resulted in a temporary inability to monitor patents centrally. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
Device eval anticipated, but not yet begun.